Event description:
Note: the date of this event is unknown. An autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure (pt age, gender, and weight unknown). According to the complainant, "during the cutting, the cutting wire [broke]." The procedure was completed with this device. No pt complications were reported as a result of this event, and pt's condition was reported as "good."

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the event is undetermined. A search of the complaint database identified one other complaint for this lot, for an unrelated issue (catheter cracked). The november 2007 15-month autotome sphincterotomes product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.